Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer alleged that there was an issue related with the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.